Manufacturer narrative:
One used bur and two sterile unused burs were returned by the hosp. The used bur was examined and the bur head had separated at the four dovetail attachments to the bur shaft, two of the dovetails were bent. This indicated that excessive pressure had been applied in an upward direction during use to more rapidly remove bone. The two unused sterile burs were destructively tested. The dovetail attachments remained intact, and the bur heads did not separate from the shafts.

Event description:
The doctor reported to a medtronic xomed sales rep that, the bur head popped off during surgery. The patient had to be x-rayed 4 times, and was in surgery an additional 5 to 6 hours to find and remove the bur head. There was no serious injury reported.